Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by spouse that the patient had been hospitalized with hypoglycemia and was also diagnosed with a urinary tract infection. The patient's blood glucose (bg) levels dropped to 43 mg/dl while wearing the pod longer than 48 hours. The patient was treated glucagon by paramedics, and taken to hospital and treated with insulin. The patient was released after spending 2 nights in the hospital. The patient's blood glucose insulin history are as follows: time: bg(mg/dl): 6:00am, 43; 6:15am, 185 (after receiving glucagon from paramedics). Spouse also reported prior to low bg, patient's bg level was 128 mg/dl and received 4 units of insulin via bolus.